Event description:
It was reported to boston scientific during an endoscopic retrograde cholangiopancreatography procedure (ercp) procedure of the common bile duct, as the hydratome was advanced down the endoscope, the distal tip of the hydratome broke off. The tip was contained within the endoscope. The procedure was completed with the use of a different device. No pt complications were reported as a result of this issue and the pt was reported as "fine" following the procedure.